Event description:
Information received regarding the explanted device notes that the patient felt pain and a burning sensation at the pacemaker site in may of 2005. In september 2005, at a regular follow-up, the device could not be interrogated. The patient's condition was satisfactory after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received